Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump was emitting frequent low battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/12/2014 with the following results:a review of the pump¿s history showed no evidence of short battery life. The battery voltage did not read the low battery threshold. The pump powered on normally during testing and was able to be primed with no issues. The pump was exercised for 24 hours with no alarms. The current draws were found to be in specifications. The pump cover was opened and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.